Manufacturer narrative:
Physio-control determined that the cause of the reported issue was due to a shorted fet (field effect transistor), designator q2 from the main pcb assembly. The shorted transistor caused resistors r5 and r126 to burn which kept the power supply of the pcb from functioning.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer reported that their device does not power on. The customer reported that this issue was observed during tests and there was no report of any patient use associated.